Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The pump passed the self test but failed the rewind test due to pump error 37. The pump was downloaded successfully, and pump error 43 and pump error 37 were found in the download history review on 10/16/2025 14:35:23.000. The pump was cut open to perform a visual inspection, and the unit was separated into the motor stack due to a motor defect. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegations of pump error 43 and pump error 37 were confirmed during analysis. The unit was separated to the motor stack due to a motor defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.), and pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the alarm. The customer was not able to complete the pump rewind. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. No product return is required for mmt-1886.